Manufacturer narrative:
The event was reported to have occurred on an unreported date about half a month after peritoneal dialysis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for treatment however, specific treatment was not reported. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was continued during the treatment. No additional information is available.